Event description:
It was reported the patient had a shocking or jolting sensation. The patient¿s implantable neurostimulator (ins) was implanted for left had coverage. A couple weeks prior to this report the patient fell on the stairs. The patient¿s system was checked by a manufacturing representative and the system was intact, coverage was fine, and there were no issues. An x-ray was done by the patient¿s healthcare professional and the lead did not show any migration. The manufacturing representative met with the patient on (B)(6) 2014 and the patient indicated the lead had moved. When the patient leaned back, tilted back, or looked up at the stars they got a zap and when they tucked their head to their chin they lost coverage. Prior to the patient¿s fall this did not happen. The patient¿s system checked out fine, impedances were intact, and overall coverage was good. Follow up with the manufacturing representative indicated the patient was going to have a revision surgery due to the lead migration post fall. The day of the revision was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the leads were replaced. The leads tore, so they replaced with MRI safe. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3 778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3 778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported that the manufacturer representative saw the patient (B)(6) 2014 when the patient stated he had fallen but stimulation had not changed. The date of the fall was not specified. The manufacturer representative was not aware of any lead that needed revision. In response to the question "was there a 50% or greater symptom reduction?" The manufacturer representative responded, "not when I saw the patient. Stimulation had not changed. He felt stim in the same places." However, the manufacturer representative also reported not conducting any reprogramming because the patient was still getting good coverage. The manufacturer representative had not seen the patient since (B)(6) 2014 and was not sure if the therapy was being used. The first x-rays were reportedly taken (B)(6) 2014. The manufacturer representative was not aware of any additional x-rays to be taken. Additional information was requested but was not available at the time of this report. If additional information is received, a follow-up report will be sent.